Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examination, it was discovered that there was a false episode of atrial tachycardia or atrial fibrillation due to atrial lead noise. The atrial lead noise was not reproduced in clinic. No intervention was performed. The patient was in stable condition.